Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.2 cm abdominal aortic aneurysm in 2002. The patient has a history of aortic valve sclerosis, mild mitral valve regurgitation, mild biatrial dilatation, and was considered to be a poor candidate for open surgical repair. It was reported that there was an area of sharp tortuosity in the left iliac artery. During the implant procedure, it was reported that an 18 french x 30 cm length sheath was initially inserted on the left side, but would not advance completely into the contralateral graft limb. The sheath was removed and replaced by a 16 french x 35 cm length sheath. A 16 mm diameter x 11.5 cm length iliac limb was advanced and positioned through the 16 french sheath, but it would not deploy. The device was removed from the sheath, and the sheath was exchanged for a second sheath of the same type. A second iliac extender cuff was advanced and successfully deployed.